Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead had been showing high, shock impedances that have been in the limit for out-of-range values. The device had never delivered a shock. A defibrillation threshold (dft) test was initiated. The first two delivered shocks were unsuccessful to convert. After the second shock was delivered an error message 1005, related to open circuit, was triggered. The rv was recommended to be replaced. The ICD was recommended to be evaluated as well to check integrity. The rv and ICD remain in service at ths time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead had been showing high, shock impedances that have been in the limit for out-of-range values. The device had never delivered a shock. A defibrillation threshold (dft) test was initiated. The first two delivered shocks were unsuccessful to convert. After the second shock was delivered an error message 1005, related to open circuit, was triggered. The rv was recommended to be replaced. The ICD was recommended to be evaluated as well to check integrity. According to the field representative, the physician ordered to turn therapies off. The patient was discharged, a possible lead extraction and s-ICD implant was considered but the field representative was not aware of a scheduled procedure for the patient. The rv and ICD remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead had been showing high, shock impedances that have been in the limit for out-of-range values. The device had never delivered a shock. A defibrillation threshold (dft) test was initiated. The first two delivered shocks were unsuccessful to convert. After the second shock was delivered an error message 1005, related to open circuit, was triggered. The rv was recommended to be replaced. The ICD was recommended to be evaluated as well to check integrity. According to the field representative, the physician ordered to turn therapies off. The patient was discharged, a possible lead extraction and s-ICD implant was considered but the field representative was not aware of a scheduled procedure for the patient. The rv and ICD remain in service at this time. No additional adverse patient effects were reported.